Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported that two years' post absorb implant, the patient had a myocardial infarction and was re-hospitalized and treated for very late thrombosis observed at the scaffold site. The patient was compliant with the dual antiplatelet therapy which was extended, but recently stopped for a period due to a surgery planned (buccal surgery). No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse patient effects associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.